Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Additional product codes: mni, mnh, kwp, kwq. Device was used for treatment, not diagnosis. : placeholder.

Event description:
It was reported that a patient was treated with a l3-s1 posterior lumbar fusion using uss dual opening pedicle screws and mtf transforaminal-posterior lumbar interbody fusion allograft spacers on (B)(6) 2013. The patient reportedly had a fall on an unknown date following the procedure, and reported to the surgeon with back pain. Examination on an unknown date by the surgeon revealed the patient had fractured the l3 pedicles and developed a kyphotic deformity in the l2-l3 area above the hardware, and the l3 screws appeared to be pulling out posteriorly due to the l3 fractures. In addition, the transforaminal-posterior lumbar interbody fusion allograft spacers spacer at the l3-l4 disc space had migrated posteriorly out of the disc space. Surgeon returned the patient to the operating room on (B)(6) 2013 for revision surgery. He retrieved the allograft spacer that had been placed at l3-l4, and removed all the uss dual opening hardware. He then instrumented the patient from t10-s1 with synthes uss dual opening pedicle screws, skipping the l2 level where he performed a modified pedicle subtraction osteotomy to address the patient's kyphosis. He also replaced the transforaminal-posterior lumbar interbody fusion allograft spacers at l3-l4 level, and connected the rods and successfully completed the procedure. This is report 16 of 18 for complaint (B)(4).